Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred because communication failure occurred due to a connector failure. It is likely that the connector failure was caused by immersion from a damaged part. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Wipe moisture on the electrical contact of video connector, optical connection part and around them with dry gauze then connect to the camera control unit when it is completely dried. In addition, make sure that there is no dirt on the electrical contact or optical connection part before connection. Connecting the device when electrical contact or optical connection part are wet or adhered dirt, the device may be broken, and safety of patient or operator may be threatened". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned and evaluated, and the customer¿s allegation of screen sandstorm was confirmed. The additional evaluation findings are as follows: connector cracked and damaged, corrosion of electrical contacts on connector, scratches on the main body of the head (lens), head main body was cracked, and head part main body was flooded. A definitive root cause could not be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head was inspected before use and the screen appeared as a sandstorm. The intended procedure was therapeutic. The procedure was completed with a similar device. There were no reports of patient harm.